Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed, during which a tear was identified in the right cylinder. The ipp was removed and replaced, with only the original reservoir retained. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72401110. Serial number: n/a. Batch/lot number: 811871004. Model/catalog description: pump cxm. Unique identifier (UDI) #: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Model number/catalog number: 72404161. Serial number: n/a. Batch/lot number: 879802015. Model/catalog description: reservoir 65ml pc. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.